Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due to over delivery on his part. Customer's blood glucose level at the time of the hospitalization was unknown mg/dl. Customer states that he over delivered using insulin injection. Troubleshooting was not performed, because customer declined to give information. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.